Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory at 11:25 a.m. Was 5.0 inr. The result from the meter at 2:00 p.m. Was 3.2 inr. The customer¿s therapeutic range is 2.5-3.5 inr.